Event description:
Three pts receiving IV chemotherapy reported chemotherapy leaking around the filter of each of these administration sets. Smiths medical part # 21-7039-24. Lot # 43x564. Drug was remixed for each pt and replaced - and remaining tubing sets of the same lot number were returned to the manufacturer. Dates of use: (B)(6) 2014.